Event description:
A pt presented with a reaction described as blisters at the surgical wound site. The pt was prescribed antibiotics that resulted in improvement of the symptoms. The symptoms reappeared after the antibiotics were disconnected. The pt was returned to surgery for wound debridement.